Event description:
It was reported that during a thoracic tumor procedure, the device stapled, but did not cut. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.